Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore no root cause can be established.

Event description:
The customer reported device was alarming transducer fault and eeprom error on the vela ventilator. The customer reported that there was no patient involvement that was associated with the reported event.